Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and decreased to 230 units after a bolus of 21.5 units was delivered. Then, the insulin gauge increased to 235 units. At the time of the reported event, the insulin gauge displayed 215 units. There was no reported impact to the customer's blood glucose level.